Manufacturer narrative:
User stated that when she is using the pad she gets a shock. We were unable to determine the cause of the shock from the switch because the switch was in several different pieces.

Event description:
Customer reported they were getting a shock from the trigger.